Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call power issue. The customer's blood glucose was 155mg/dl at the time of call. It was reported device is alarming power loss and has been changed batteries. Trouble shooting was performed and found device is alarming repeated battery change. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.